Event description:
It was reported that the patient presented in clinic during follow up. Upon investigation, noise was identified on the lead. Patient was asymptomatic. Due to high percentage of pacing, physician decided to cap the lead. The lead was capped and replaced on (B)(6) 2017. Patient tolerated the procedure well and is doing fine.

Manufacturer narrative:
Correction: the previously reported customer address was incorrect. This supplemental report notes the correct address.